Manufacturer narrative:
(B)(4) - tissue growth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, in this case, the source of the infection was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report, the patient presented with fevers and was diagnosed with endocarditis. He had positive blood cultures for strep species. He had been doing well with antibiotics for about a week, then suddenly began to spike fevers again and once again had positive blood cultures for the same organism. Therefore, he was referred for aortic valve replacement. The patient had a very heavily calcified aorta. The surgeon had to go through the calcified aorta to make the aortotomy in order to visualize the valve, making closure very difficult. Upon inspection, there was a fair amount of granulation tissue on the valve and some acute inflammation in the aortic valve annulus, most notably in the right and non-coronary areas. The valve was removed and replaced with another edwards bioprosthetic valve. Per the surgeon, the reason for explanting the valve was not related to a product malfunction.